Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7074254. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7077181. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).